Event description:
A nurse reported the system would not accept the cassette. Two cassettes were tested in the system and neither would work. The facility used a hair dryer and dried the cassette area of the system. The system started to work normally and the case was completed with no other issues. The pt had been prepped and draped when the event occurred. There was a 20 minute delay to the start of the case. The facility discarded all samples on site. There was no pt impact reported.

Manufacturer narrative:
A company service representative examined the system and was able to confirm the reported problem. The cassette ID switch was replaced. The system was then tested and met all product specifications. A sample is being returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).